Event description:
A talent bifurcated stent graft system was implanted in a pt for the endovascular treatment of an 8 cm abdominal aortic aneurysm. Vessel morphology at the time of implant was not reported. It was reported that approx 31 months post implant, the pt had a type 2 endoleak resulting in an expanding aneurysm of 8.7 cm and the pt's abdomen was tender. A CT scan was inconclusive; however, ultrasound showed a feeding vessel thought to be the type 2 endoleak. Glue option was not suitable and the decision was made to operate and surgically remove the stent graft. The stent graft was successfully explanted. At the explant procedure, it was confirmed there was a large type 2 endoleak and there also seemed to be a type 3 endoleak. The user facility discarded the explanted stent graft. No add'l clinical sequelae were reported.